Event description:
During a pm, it was discovered the 6800 system had problems recalling images. No pt was involved.

Manufacturer narrative:
The service rep replaced the hard drive assembly, and the software. The system operates as intended.